Event description:
I've had my philips respironics CPAP (continuous positive airway pressure) machine for close to seven years. I've noticed swelling in my entire body, mainly my face and neck, for years of its use. I also have had chronic headaches ranging from mild to debilitating after its use, and an emergence of allergen sensitivity since using my CPAP machine. Early on I figured these things were normal with CPAP use since I did not have anyone I knew at the time to tell me if they were or not. By 2022 I was having a hard time continuing the use of my CPAP machine for consecutive days in a row due to how horrible it was making me feel when I was using it. I felt absolutely drained after sleeping with the CPAP machine on, if I could even fall asleep at all. I never used any alternative cleaning regimen other than what was suggested, that being mild detergent and warm water then letting the product air dry. Since my use of my CPAP I have bouts of extreme fatigue, and had pneumonia and pneumonia-like symptoms especially in the past 3 years. In 2021 I had to go to the ER (emergency room) for chest pain that turned out to be acute appendicitis. Around the end of 2022 I was having extreme chest and abdominal pain around my left side of my rib cage and was having a hard time breathing. My personal care provider thought perhaps I was having some sort of gastrointestinal problem. This chest and abdominal pain persisted off and on through (B)(6) and the beginning of (B)(6) 2023, then on the morning of (B)(6)while I was using my CPAP machine, I could not sleep all night and at 6 a.m. My whole left side of my body became extremely tight and alarmingly became almost unusable and tingly, however I was able to walk out of my room to tell someone to call 911 and walk back to my room to lay down. My left side went numb and I was having a very hard time breathing and controlling my body. As my mom was on the phone talking to the 911 operator my body began to convulse uncontrollably and my teeth to chatter even though I was not cold. I tried to keep coherent when the operator asked questions over the speaker phone and as we waited for the ambulance my whole body started to become cold starting at my skull almost like my blood was draining. I literally didn't think the medics would get to my house before I passed away right in front of my mother. During my ER visit, my blood pressure at one point reached 210/148. My cardiologist later said he was surprised I was alive. All the ER doctor could tell me is that an unknown phenomenon (the tightness then numbness in my left side) occurred that he believed caused me to have an anxiety attack and to hyperventilate. Later on after the ER visit and x-rays and echos in the days to follow, the reason for the episode on the 18th is still not certain, but it has been determined that I have cardiomegaly/ congestive heart failure. Since then I have used my CPAP multiple times with not feeling well being the norm when I woke up, including swelling of my entire body and headaches and dizziness. I was never made aware of the recall of CPAP devices until late 2023 when I happened across an article about the recall in 2021, so I have been using a CPAP that was considered affected for around 7 years. Neither the facility that I was prescribed the CPAP to begin with, nor the CPAP provider ever reached out to me during this time. I am worried that the use of an affected CPAP device has degraded my health and caused, if not exacerbated such potentially life-threatening conditions as my congestive heart failure and degraded my quality of life and ability to have the energy and mental clarity to perform daily tasks of life without feeling like I need to sleep my life away from fatigue and general feeling of being unwell.